Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely upon being informed by the biomed that the customer could not boot up the system. As a part of troubleshooting, the biomed verified the mains breaker and confirmed the ups was online, opened the m cabinet, checked power, and turned on the system from m cabinet. To resolve the issue, the system was rebooted a few times from the control room without any issues. After rebooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.